Event description:
Additional information was provided that the patient infection was not related to the device or leads. The patient had a history of sepsis, endocarditis, and (B)(6), which were not related to the device or leads. It was noted that the extraction of the system was uneventful. The patient passed away approximately one month later; however, it was confirmed that this was not due to the system or the extraction of the system; but was due to the patient being very ill.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.